Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On 03/09/2025, it was reported that the patient was outside doing some yard work and once he was back inside, he was feeling lethargic and passed out. He passed out for approximately 30 seconds and then regained consciousness on his own. It was reported the cgm was providing the patient with a value in ¿normal range¿, but the specific value could not be recalled. No bg meter comparison value was taken at this time. The patient¿s spouse took him to the emergency room (ER). At the ER, the patient¿s cgm was reading 169 mg/dl, and the bg meter was reading 40 mg/dl the patient was given a meal with juice and pudding as treatment. There was no documentation of the patient being given any medication or treatment in the ER. He was discharged home later the same day. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.